Event description:
The account alleged the head section had a slow drift. No pt impact, the pt was moved to a chair.

Manufacturer narrative:
The account replaced the cardio pulmonary resuscitation valve to resolve the issue.